Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Information act.

Event description:
Customer reported receiving a lost sensor alert after the initialization. The transmitter ID was correct in the insulin pump. The sensor appeared to be fully inserted and flat against the skin. Customer found no damage on the connection bridge or pins. The transmitter passed the test plug procedure. Customer had a low blood glucose reading of 64 mg/dl and was treated with juice. The blood glucose was checked again and the reading had gone down to 54 mg/dl 15 minutes later. Customer was treated with more carbs and sugar and the blood glucose went up to 106 mg/dl. The insulin pump had not alarmed or gone into threshold suspend. Nothing further was reported.